Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076-58 implantable pacing lead (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that since implant, the patient has had a severe rash all over the body, but particularly on the chest and back areas. The patient bleeds at times due to the itching. The patient has seen a skin specialist, but has received no relief. The caller questioned if it was possible the patient was allergic to the device materials. Follow-up attempts for additional information from the clinic are in progress, but no information was received at the time of this report. The device remains in use. No patient complications have been reported as a result of this event.